Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01984, 3005168196-2021-01985, 3005168196-2021-01987.

Event description:
The patient was undergoing a coil embolization procedure in the renal vein using a ruby coil detachment handle (handle), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil into the vessel and attempted to detach it using a handle; however, the ruby coil failed to detach. Therefore, the ruby coil and handle were removed. Subsequently, while attempting to advance a new ruby coil through the microcatheter, the ruby coil became stuck. Therefore, the ruby coil and microcatheter were removed. The physician then inserted a new microcatheter and attempted to advance another ruby coil; however, the same issue occurred. Therefore, the physician removed the ruby coil and microcatheter. The procedure was completed using a new handle, new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.